Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported 2 false positive results when running their alinity m resp-4-plex assay on the alinity m instrument. The customer stated they had received a quad positive sample (flu a, flu b, rsv, and cov-2) on the resp-4-plex assay. The samples were retested on the cepheid platform and the results were only positive for sars-cov-2. The results were not reported outside the lab. Therefore, there was no report of impact to patient management due this observation.

Manufacturer narrative:
Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090 and 09n78-095) was identified. Specification not met - the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Recall number: z-0004-2022. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214 3005248192-2021-00145 follow up report 1. 3005248192-2021-00146 follow up report 1. 3005248192-2021-00155 follow up report 1. 3005248192-2021-00190 follow up report 1. 3005248192-2021-00148 follow up report 1. 3005248192-2021-00168 follow up report 1. 3005248192-2021-00136 follow up report 1. 3005248192-2021-00161 follow up report 1. 3005248192-2021-00175 follow up report 1. 3005248192-2021-00220 follow up report 1. 3005248192-2021-00160 follow up report 1. 3005248192-2021-00116 follow up report 1. 3005248192-2021-00119 follow up report 1. 3005248192-2021-00169 follow up report 1 3005248192-2021-00171 follow up report 1. 3005248192-2021-00172 follow up report 1. 3005248192-2021-00173 follow up report 1. 3005248192-2021-00174 follow up report 1. 3005248192-2021-00177 follow up report 1. 3005248192-2021-00183 follow up report 1. 3005248192-2021-00283. 3005248192-2021-00108 follow up report 2. 3005248192-2021-00113 follow up report 2. 3005248192-2021-00306. 3005248192-2021-00122 follow up report 1. 3005248192-2021-00157 follow up report 1. 3005248192-2021-00158 follow up report 1. 3005248192-2021-00200 follow up report 1. 3005248192-2021-00201 follow up report 1. 3005248192-2021-00202 follow up report 1. 3005248192-2021-00310. 3005248192-2021-00311. 3005248192-2021-00123 follow up report 1. 3005248192-2021-00124 follow up report 1. 3005248192-2021-00204 follow up report 1. 3005248192-2021-00185 follow up report 1. 3005248192-2021-00189 follow up report 1. 3005248192-2021-00232 follow up report 1. 3005248192-2021-00231 follow up report 1. 3005248192-2021-00212 follow up report 1. 3005248192-2021-00246 follow up report 1. 3005248192-2021-00244 follow up report 1. 3005248192-2021-00209 follow up report 1. 3005248192-2021-00205 follow up report 1. 3005248192-2021-00194 follow up report 1. 3005248192-2021-00112 follow up report 1. 3005248192-2021-00184 follow up report 1. 3005248192-2021-00180 follow up report 1. 3005248192-2021-00178 follow up report 1. 3005248192-2021-00225 follow up report 1. 3005248192-2021-00141 follow up report 1. 3005248192-2021-00132 follow up report 1. 3005248192-2021-00192 follow up report 2. 3005248192-2021-00176 follow up report 1. 3005248192-2021-00182 follow up report 1. 3005248192-2021-00188 follow up report 1. 3005248192-2021-00236 follow up report 1 3005248192-2021-00187 follow up report 1. 3005248192-2021-00227 follow up report 1. 3005248192-2021-00224 follow up report 1. 3005248192-2021-00250 follow up report 1. 3005248192-2021-00252 follow up report 1. 3005248192-2021-00284 follow up report 1. 3005248192-2021-00237 follow up report 1. 3005248192-2021-00186 follow up report 1. 3005248192-2021-00243 follow up report 1. 3005248192-2021-00223 follow up report 1. 3005248192-2021-00215 follow up report 1. 3005248192-2021-00216 follow up report 1. 3005248192-2021-00217 follow up report 1. 3005248192-2021-00102 follow up report 1. 3005248192-2021-00294 follow up report 1. 3005248192-2021-00295 follow up report 1. 3005248192-2021-00221 follow up report 1. 3005248192-2021-00228 follow up report 1. 3005248192-2021-00240 follow up report 1. 3005248192-2021-00235 follow up report 2. 3005248192-2021-00138 follow up report 1. 3005248192-2021-00230 follow up report 1. 3005248192-2021-00165 follow up report 1. 3005248192-2021-00196 follow up report 1. 3005248192-2021-00203 follow up report 1. 3005248192-2021-00253 follow up report 1. 3005248192-2021-00265 follow up report 1. 3005248192-2021-00268 follow up report 1. 3005248192-2021-00254 follow up report 1. 3005248192-2021-00281 follow up report 1. 3005248192-2021-00248 follow up report 2. 3005248192-2021-00266 follow up report 1 . 3005248192-2021-00117 follow up report 2. 3005248192-2021-00242 follow up report 1. 3005248192-2021-00226 follow up report 1. 3005248192-2021-00274 follow up report 1 . 3005248192-2021-00257 follow up report 1. 3005248192-2021-00269 follow up report 1. 3005248192-2021-00307 follow up report 1. 3005248192-2021-00327 follow up report 1. 3005248192-2021-00249 follow up report 1. 3005248192-2021-00199 follow up report 1. 3005248192-2021-00365 follow up report 1. 3005248192-2021-00114 follow up report 1. 3005248192-2021-00207 follow up report 1. 3005248192-2021-00316 follow up report 1. 3005248192-2021-00337 follow up report 1. 3005248192-2021-00358 follow up report 1. 3005248192-2021-00147 follow up report 1. 3005248192-2021-00130 follow up report 1. 3005248192-2021-00179 follow up report 1. 3005248192-2021-00208 follow up report 1. 3005248192-2021-00222 follow up report 1. 3005248192-2021-00143 follow up report 1. 3005248192-2021-00133 follow up report 1. 3005248192-2021-00142 follow up report 1. 3005248192-2021-00156 follow up report 1. 3005248192-2022-00023. 3005248192-2022-00030. 3005248192-2021-00159 follow up report 1. 3005248192-2021-00285 follow up report 1. 3005248192-2021-00366 follow up report 1. 3005248192-2021-00360 follow up report 1. 3005248192-2021-00362 follow up report 1. 3005248192-2021-00111 follow up report 1. 3005248192-2021-00170 follow up report 1. 3005248192-2021-00210 follow up report 1. 3005248192-2021-00264 follow up report 1. 3005248192-2021-00272 follow up report 1. 3005248192-2021-00247 follow up report 1. 3005248192-2021-00278 follow up report 1. 3005248192-2021-00151 follow up report 1. 3005248192-2021-00396 follow up report 1. 3005248192-2021-00129 follow up report 1. 3005248192-2021-00334 follow up report 1. 3005248192-2021-00256 follow up report 1. 3005248192-2021-00279 follow up report 1. 3005248192-2021-00271 follow up report 1. 3005248192-2021-00267 follow up report 1. 3005248192-2021-00154 follow up report 1. 3005248192-2021-00292 follow up report 1. 3005248192-2021-00302 follow up report 1. 3005248192-2021-00309 follow up report 1. 3005248192-2021-00287 follow up report 1. 3005248192-2021-00288 follow up report 1. 3005248192-2021-00275 follow up report 2. 3005248192-2021-00296 follow up report 1. 3005248192-2021-00319 follow up report 1. 3005248192-2021-00349 follow up report 2. 3005248192-2021-00351 follow up report 1. 3005248192-2021-00448 follow up report 1. 3005248192-2021-00470 follow up report 1. 3005248192-2021-00280 follow up report 1. 3005248192-2021-00506 follow up report 1. 3005248192-2021-00193 follow up report 3. 3005248192-2021-00428 follow up report 1. 3005248192-2021-00131 follow up report 1. 3005248192-2021-00387 follow up report 1. 3005248192-2021-00290 follow up report 1. 3005248192-2021-00291 follow up report 1. 3005248192-2021-00153 follow up report 1. 3005248192-2021-00137 follow up report 2. 3005248192-2022-00102 follow up report 1. 3005248192-2022-00229 follow up report 1. 3005248192-2021-00258 follow up report 1. 3005248192-2021-00303 follow up report 1. 3005248192-2021-00393 follow up report 1. 3005248192-2022-00177 follow up report 1. 3005248192-2021-00321 follow up report 1. 3005248192-2021-00289 follow up report 1. 3005248192-2021-00234 follow up report 1. 3005248192-2022-00005 follow up report 1. 3005248192-2022-00638. 3005248192-2021-00301 follow up report 1. 3005248192-2021-00312 follow up report 1. 3005248192-2022-00009 follow up report 1 . 3005248192-2022-00645. 3005248192-2021-00262 follow up report 1. 3005248192-2021-00282 follow up report 1. 3005248192-2022-00279 follow up report 1. 3005248192-2021-00355 follow up report 1. 3005248192-2021-00239 follow up report 1. 3005248192-2021-00238 follow up report 1. 3005248192-2021-00374 follow up report 1. 3005248192-2022-00160 follow up report 1. 3005248192-2022-00142 follow up report 1.

Manufacturer narrative:
H6 and h10 corrected to tied the reproted event to the correct risk and field action. Follow up 01 was incorrectly tied to 489-risk. Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket being investigated reported discrepant patient results (false positive) with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this investigation will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on the issue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2. 3005248192-2021-00406. 3005248192-2021-00367 follow up report 1. 3005248192-2021-00313 follow up report 1. 3005248192-2021-00361 follow up report 1. 3005248192-2021-00402 follow up report 1. 3005248192-2022-00077. 3005248192-2021-00152 follow up report 1. 3005248192-2021-00126 follow up report 1. 3005248192-2021-00381 follow up report 1 3005248192-2021-00454 follow up report 1. 3005248192-2021-00370 follow up report 1 . 3005248192-2022-00212 follow up report 1 . 3005248192-2021-00343 follow up report 2.